Manufacturer narrative:
Conclusion: according to the received information, a finetuner echo was sent to service repair because of freezing up. During device investigation a failed capacitor was detected which was likely the reason for the reported issue. Also, another component was missing from the circuitry board. Electrical inspection could not be performed because of the observed malfunction. This is a final report.

Event description:
The fine tuner echo was returned to service and repair due to being not functional i.e. Freezing up after troubleshooting. No injury was reported.

Manufacturer narrative:
The device has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The fine tuner echo was returned to service and repair due to being not functional i.e. Freezing up after troubleshooting. No injury was reported.